Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 303-587 mg/dl with large ketone levels. Reportedly, the pump supplies were changed to address the issue. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Manual insulin injections were used to address bg.